Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient was undergoing a sleeve gastrectomy procedure. The anesthesiologist experienced resistance when advancing the device down the esophagus. The device was removed from patients mouth and the case proceeded with a 40fr tapered bougie normally. The sail of the device was not deployed at any time. Twenty-four hours post operatively the patient became ill and a CT with oral contrast showed free contrast extravasation into the mediastinum. This was how the perforation was diagnosed. The patient then had a three hour reoperation with exploratory laparotomy (large midline incision) where the surgeon placed a gi esophageal stent for the leak across the perforation, which was noted to be two centimeters about the gastro-esophageal junction and five millimeters in size. Right sided chest drains were also placed to drain large pleural effusion from esophageal perforation. Multiple blood product transfusions. The patient was critically ill from mediastinitis and also from an aspiration event experienced as a result of the perforation. Developed ards and aspiration pneumonia. The patient was admitted to the intensive care unit in critical condition and put on ECMO for respiratory support. The patient had a very protracted, slow recovery. The patient was eventually extubated but experienced seizures. The patient spent an additional forty days in the hospital as a result of the perforation and was finally discharged this week. The patient had no known history of esophageal stricture or pathology, and also no documented hiatal hernia. Patient was morbidly obese and had a bmi of (B)(6). The device was not returned because it was thrown out at the end of the case.

Event description:
According to the reporter; the anesthesiologist experienced resistance advancing the device. The device was removed from patients mouth and the case proceeded with a 40fr tapered bougie normally. It was post operatively determined that this patients esophagus had been perforated leaving a 5mm tear 2cm above the gastro-esophageal junction and was brought back to the or for reoperation. The device was discarded by the account.